Manufacturer narrative:
Product analysis #705226348: equipment used: vis (m-81805), 203cm ruler (m-83361) document used: n/a as found condition (condition of returned device): the solitaire fr revascularization device was returned for analysis within a shipping box and within a sealed biohazard-pouch. The catheter used during the event was not returned for analysis. Visual inspection/damage location details: the model and lot numbers for the device were not provided; therefore, compatibility could not be assessed. The solitaire pushwire was found to be broken at ~140.7cm from proximal end. The marker coil was not returned. The distal solitaire assembly was not returned. No other anomalies were observed. Testing/analysis (including sem reports): the solitaire fr broken pushwire was sent out for sem (scanning electron microscopy) analysis for failure analysis of the broken end. Per the sem analysis report, wire failed via overload. Conclusion: based on the device analysis ¿pushwire break/separation¿ was confirmed as the pushwire was found to be broken. Based on the device analysis and reported information, the customer¿s report of ¿resistance during retrieval¿ could not be confirmed as the pushwire was found to be broken. Therefore, the device could not be used for resistance testing. Resistance can be caused by catheter non-compatibility or lack of continuous flush. (Reyesr32 (B)(6) 2022) medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that there was great resistance when pushing the solitaire in the microcatheter and it was difficult to push. After it was withdrawn, the solitaire was found to have an obvious crease and damage. The device was replaced, and the patient did not experience any injury or complications. The devices were prepared according to the instructions for use (IFU). The patient was undergoing treatment for a thrombectomy located in the middle cerebral artery. The patient's vessel tortuosity was moderate. The stroke onset to reperfusion time was 8 hours. Additional information received reported there was resistance in the proximal end of the catheter.